Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving gablofen [500mcg/ml] at a rate of 100mcg/day via intrathecal drug delivery pump. The indications for use of the pump system were intractable spasticity and multiple sclerosis. It was reported that no cerebrospinal fluid (csf) was obtained after the proximal end of the catheter was attached. An attempt was made to draw csf from the proximal tubing. It was also hooked up to the pump, and an attempt was made to draw csf from the catheter access port (cap). The proximal end of the catheter was subsequently removed and replaced. As of (B)(6) 2016, there was no patient injury, and the issue had resolved.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly; the catheter was returned incomplete in segments but revealed acceptable testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.